Manufacturer narrative:
Concomitant products: evproplus-29us transcatheter valve implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited suspected oversensing during an impedance test which was classified as a high rate non-sustained episode. The lead remains in use. No patient complications have been reported as a result of this event.